Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the phacoemulsification handpiece displayed an occlusion. The handpiece was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The phaco handpiece was manufactured on february 8, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).